Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the charger was unable to charge a battery. The inability to charge was isolated to an internally shorted q1 (current controlling transistor) on the bedside board. The root cause of the shorted q1 was unable to be positively identified. No adverse event resulted from the defective component. The patient was issued a replacement charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger was not charging his batteries. The patient was issued a replacement charger/modem.